Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient began to experience abdominal pain and "feeling intestinal gas". The patient was treated with motilium 10 mg every 8 hours with dietary recommendations with no relief. On an unknown date, the patient was seen in the emergency department and admitted for abdominal pain. Digestive endoscopy was performed and diagnosed a "small bezoar". The device has been removed and replaced.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.